Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their information center stopped producing audible alarm tones to the external speaker. The issue was found during normal monitoring. There was no report of death or injury.